Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please confirm if the suture broke into separate pieces or if the entire suture detached from the swage (needle). Ans: the entire suture detached from swage. 2. Device follow-up: is the product still available for return? If yes, please drop at the office or courier back the sample using gdex to j&j pinnacle office. Ans: product has already been discarded. Additional h11: was surgery delayed due to the reported event? No, action taken when event occurred? Use a new vicryl suture from a new pack, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study no, (B)(4). Device property of hospital, device in possession of none.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and barbed suture was used. During the procedure, suture snapped off from swage after two bites. No adverse patient consequences were reported. Additional information was requested.